Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2644/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Based on the culture results, the cause of this infection was more than likely touch contamination during pd therapy; however, the outpatient clinic could not confirm the exact source at the time of follow up. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages, frequency and durations unknown) to address this infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: for the initial file submitted for 2937457-2024-00494, the g.3. Date should have been 3/11/2024.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2644/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Based on the culture results, the cause of this infection was more than likely touch contamination during pd therapy; however, the outpatient clinic could not confirm the exact source at the time of follow up. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages, frequency and durations unknown) to address this infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2644/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Based on the culture results, the cause of this infection was more than likely touch contamination during pd therapy; however, the outpatient clinic could not confirm the exact source at the time of follow up. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages, frequency and durations unknown) to address this infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The reported cause of this event included a probable break in aseptic technique during pd therapy as evidenced by the presence of a microorganism in effluent culture that is part of the normal flora of human hands and skin. Though the exact cause of this adverse event cannot be determined, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on 7/mar/2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 7/mar/2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2644/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Based on the culture results, the cause of this infection was more than likely touch contamination during pd therapy; however, the outpatient clinic could not confirm the exact source at the time of follow up. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages, frequency and durations unknown) to address this infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.